Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they spoke to a representative (rep) about having to charge the controller every day. Patient said that the representative said that it was not normal and that they might need a battery replacement. Agent clarified with the patient and patient said that they were not having to recharge the controller from the power supply every day, and the issue was that the implanted neurostimulator battery was having to be recharged every day. Pt said that the ins would go down to 60% and then the ins would shut off by itself. Agent asked the patient if they had increased the settings or had any readjustments done; patient said that they had the ins readjusted like a month ago and that they have an upcoming appt on the 7th. Pt said that when the ins was first turned on in april, they recharged the ins every two or three or even sometimes seven days, however now for the past two weeks they were having to recharge the ins every day. Agent reviewed with the pt that the ins battery depletion was based on therapy settings/usage and that replacing equipment would not resolve the reported issue. Pt understood. Agent redirected patient to healthcare provider to further address the reported issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.